Manufacturer narrative:
Complaint conclusion: as reported, at the end of an interventional procedure, a 5f mynxgrip vascular closure device (vcd) was attempted to be used in the right common femoral artery (rcfa) with a 5f 10 cm non-cordis sheath; however, deployment was unsuccessful. Manual pressure was held to achieve hemostasis. The patient became hypotensive post procedure and returned to catheterization lab later that day for peripheral percutaneous transluminal angioplasty (pta). The hypotension was treated with one dose of phenylephrine to support blood pressures and later a mass transfusion of five units of packed red blood cells (prbcs) were administered. The rcfa was accessed using ultrasound guidance. There were not multiple sheaths exchanged to the rcfa. The procedural sheath used was not greater than 7f prior to introducing the mynx. It is not suspected that the sealant occluded the artery. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported events of ¿sealant-failure to deploy¿ and ¿hypotension¿ could not be confirmed as the device was not received for analysis, and procedural images were not provided. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the unsuccessful deployment of the sealant and the hypotensive episode after the procedure. However, the deployment issue could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. Hypotension is a condition in which the patient's blood pressure is considered too low, and usually accompanied with noticeable symptoms, such as dizziness, faintness, or loss of consciousness. Since this particular event reported that the hypotension was treated with a blood transfusion, the most likely reason for the drop in blood pressure was a bleeding event. However, based on the limited informative provided, it is unknown whether the bleeding event was related to the puncture site or a vascular injury encountered during the interventional procedure. Nevertheless, hemorrhage events are a well known procedural complication associated with vascular closure devices and catheterization procedures, and is listed in the instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The IFU also states, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ based on the information available for review, there is no indication that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, at the end of an interventional procedure, a 5f mynxgrip vascular closure device (vcd) was attempted to be used in the right common femoral artery (rcfa) with a 5f 10 cm non-cordis sheath; however, deployment was unsuccessful. Manual pressure was held to achieve hemostasis. The patient became hypotensive post procedure and returned to catheterization lab later that day for peripheral percutaneous transluminal angioplasty (pta). The hypotension was treated with one dose of phenylephrine to support blood pressures and later a mass transfusion of five units of packed red blood cells (prbcs) were administered. The right common femoral artery (rcfa) was accessed using ultrasound guidance. There were not multiple sheaths exchanged to the rcfa. The procedural sheath used was not greater than 7f prior to introducing the mynx. It is not suspected that the sealant occluded the artery. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.